Event description:
It was reported there was a spike in the impedance measurement for the right ventricular pacing lead. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
Further information was received and it was reported a chest x-ray was performed. It appeared the pace/sense pin of the lead was not through the device header. The lead was reseated into the header with the lead pin placement visually verified past the set screw. The lead remains in use. The patient is enrolled in the product surveillance registry.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).